Event description:
It was reported that the asymptomatic patient presented in clinic for follow up when post paced t wave oversensing was observed. The device was reprogrammed. The patient was asymptomatic.